Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty advancing and removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. H6: removed method code 4115 replaced with 10.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a proximal left anterior descending artery. A 1.20x20mm rx mini trek balloon dilatation catheter met resistance with an unspecified 7f guiding catheter during advancement. The balloon reached the target lesion and during withdrawal, resistance was met again with the guiding catheter and the shaft separated. The distal portion was retrieved with the guiding catheter as a single unit. Per the physician, the shaft separated due to the angle of the vessel. A new balloon was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.